Event description:
The user reported that the unit would intermittently display a lead fault error, and would intermittently reset itself to the beginning of the self test. There was no harm to a pt. The problem was traced to cracked solder joint on a jumper wire on assembly 590328. The cause of the cracked joint could not be determined. The event is not occurring more frequently or with greater severity than usual for the device.